Event description:
A family member reported that the pt experienced blood glucose elevations (125mg/dl to 316mg/dl) without symptoms of hyperglycemia for one to two days. The family member reported that she changed the infusion set yesterday and cannot confirm the time of day. She stated that she did not examine the set that she removed to check the condition of the cannula. The family member denied problems with sites, that is, there was no redness, irritation or scar tissue. She reported no difficulties with infusion set insertions into the usual leg sites. The family member denied leakage or smell of insulin at current site and denied air bubbles in the tubing or cartridge. She noted that the pt's blood glucose responded to manual injection of the same insulin as she used in the pump. The family member asserted that the time and date are appropriately programmed, the basal insulin is set to the correct rate and has been accurately delivered, bolus appeared to have been fully and accurately delivered, the advanced bolus settings are correct, and there are no relevant alarms in the history. In sprite of her inability to discover any malfunction or defect, the family member continued to allege that "the pump was not working."

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.